Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-1934ps peek suture tak pulled out of the implantation site. The surgeon used an ar-1949 spear and an ar-1250lt step drill to prepare the bone socket, but the anchor pulled out during tensioning. Everything was removed from inside the patient and the case was completed using another ar-1934ps peek suture tak from a different lot number. Additional information received on (B)(6) 2023: this was discovered during an ankle stabilization procedure.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual inspection identified that the implant was broken at the base of the suture tak. No broken pieces were returned for analysis. It was noted that the driver shaft was bent. The most likely cause can be attributed to improper bone preparation or prying/leveraging the screw during insertion.